Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 40 mg/dl. Reportedly, the control iq algorithm increased the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Customer required assistance from the local fire station by administering intravenous fluids and gave customer glucose tablets.